Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had a right hip revision to address recurrent dislocation. Patient has a history of metallosis and tissue damage prior to the patient¿s last revision. Since the last revision the patient has dislocated, felt a leg length discrepancy, and pain. During the procedure the surgeon noted that there was an iliotibial band that was dislocating itself in addition to the hip. The stem was well fixed, there was significant soft tissue defect at the site of the incision. The insert was noted to be deformed due to previous dislocations. On (B)(6) 2019 the patient is distantly out from his right hip revision for instability. He had a fall and pain after a fall. No acute fracture or dislocation. The assessment was that the patient had a pretty bad contusion, but he did not injure his hip to any significant degree. (B)(6), 2022 right hip pain reported. (B)(6) 2024 patient passed away. (No specifics or allegation of passing being attributed depuy components or procedure. Doi: (B)(6), 2019 dor: (B)(6) 2019 right hip doe: (B)(6) 2019 this pc is linked to (B)(4) which captures the first revision of right hip and (B)(4) captures the second revision of right hip.